Event description:
It was reported by service report that the scale was inaccurate. There was patient involvement; however, no adverse events were reported.

Manufacturer narrative:
Results: load cells.